Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the ise tubing, reference electrode, sample syringe, wash syringe and buffer valves which resolved the issue. Date of birth:information not provided by customer. Weight: information not provided by customer. Ethnicity: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au5800 chemistry analyzer. The erroneous results were reported out of the laboratory, but were later amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics for review.